Manufacturer narrative:
Implant failed due to lack of primary stability (B)(6) 2023 08:59:56 cet (5001089) *corrected statement* the initial report did not have the correct event type documented, the correct event type, injury, is provided in this follow up report.

Event description:
Implant failed due to lack of primary stability (B)(6) 2023 08:58:24 cet (5001089) *corrected statement* the initial report did not have the correct event type documented, the correct event type, injury, is provided in this follow up report.

Event description:
Part not functional.